Event description:
On 11/15/2014 initial risk analysis hazard/risk score total = 1 none/negligible which is a non recall status the medical decision points of treating lead is per cdc guidelines, factored into the decision initially not to file. On 3/23/2015 based on new information a second risk analysis was performed which changed our score from a total hazard/risk score from a 1 to a overall score of 6 which is low; recall class iii. Thus we felt that even though we have mitigated the issue completely through our pending labeling change and customer letter, it was in compliance with FDA and our internal recall procedure that we chose to file this MDR with FDA. In november of last year, we determined that blood lead results were being underestimated by leadcare ultra as compared to the reference method, gfaas. This occurred when the sample was analyzed immediately after being mixed with the leadcare ultra treatment reagent. We did not observe this in our clinical studies prior to product release, and we are working to identify the root cause of the phenomenon. Our investigation is ongoing. A risk assessment was performed and the total hazard/risk score was calculated to be I (none/negligible). During our investigation new data indicated the frequency of this occurrence had increased. The total hazard/risk score was reassessed and recalculated to a 6 which is low, recall level iii. Based on this increased level of risk and in compliance with magellan's adverse events procedure and FDA 820.30, magellan is filing this MDR with FDA. In magellan's investigational studies it was determined that allowing the blood-treatment reagent mixture to sit (a process we have termed "incubation") for a minimum of 24 hours prior to analysis mitigates this problem. This reduces the total hazard/risk score back to a 0. The company is performing additional studies to determine the root cause. In the interim, all customers have been advised to implement a minimum 24-hour incubation of the blood-treatment reagent mixture prior to analysis.

Manufacturer narrative:
Statistical analysis of additional data revealed an increased rate of occurrence and an increased magnitude of bias with immediate running of the assay across the population of samples tested. Running the assay immediately upon reagent mixing (tzero) leads to the highest frequency of this issue. This does not represent typical customer processing time. Underestimation of a blood lead result at immediate incubation times could indicate that a larger population of samples would appear to have lead levels below the medical decision point and possibly not be retested or treated. Based on these new data, the risk assessment was updated. The total hazard/risk score was increased from a score of 1 (none/negligible) to an overall score of 6 (low) and a recall class iii. With this increased level of risk and in compliance with magellan's adverse events procedure and FDA 820.30, magellan is filing this MDR with FDA. Please note that with the customer letter requiring a 24 hour incubation period the total hazard/risk score is reduced to 0.

Manufacturer narrative:
Complaints registered through complaint system or product support. This amendment to the medwatch 1218996-2015-00001 resulted from an internal investigation. Please note that once we discovered the root cause for the leadcare ultra originally filed with this medwatch in 2014, we immediately started internal investigations to our leadcare ii product line. Underestimation of a blood lead result at immediate incubation times could indicate that a larger population of samples would appear to have lead levels below the medical decision point and possibly not be retested or treated. Based on these new data, the risk assessment was updated. The total hazard/risk score was increased from a score of 1 (none/negligible) to an overall score of 6 (low) and a recall class iii. With this increased level of risk and in compliance with (B)(4) adverse events procedure and FDA 820.30, (B)(4) is filing this MDR with FDA. Please note the treatment reagent is the primary difference between lc ultra and lc ii. Please note that with the customer letter requiring a 4 hour incubation period the total hazard/risk score is reduced to 1. Conclusion of customer letter: "these data demonstrate that incubation of the sample- treatment reagent mixture for 4 hours at room temperature prior to analysis minimizes bias and generates results that are comparable to the reference method, gfaas. We are performing additional validation studies to determine if the 4-hour minimum incubation time can be reduced or eliminated, and will notify you of our final resolution." The following actions have been taken to inform customers of this issue: letter to customer on 11/4/2016; faxback form for tracking on 11/4/2016; updated package insert for new kits on 11/17/2016; insert to leadcare ii kit's to alert them of the change on 11/17/2016; internal training for product support and sales / customer facing personnel. The total hazard/risk score was originally calculated to a 6 which is low, recall level iii. Based on this level of risk and in compliance with (B)(4) adverse events procedure and FDA 820.30, (B)(4) is amending this MDR with FDA. After the 4 hour incubation, the effect of the rubber caps was completely mitigated. The risk assessment was performed again the total hazard/risk score was re-calculated to be 1 (none/negligible). Again to emphasize this only affects a very small percentage of our customer base. Most customers are in a clia waived environment and use only capillary tubes.

Event description:
On 11/15/2014 initial risk analysis hazard/risk score total = 1 none/negligible which is a non recall status the medical decision points of treating lead is per cdc guidelines factored into the decision initially not to file. On 3/23/2015 based on new information a second risk analysis was performed which changed our score from a total hazard/risk score from a 1 to a overall score of 6 which is low; recall class iii. Thus we felt that even though we have mitigated the issue completely through our pending labeling change and customer letter, it was in compliance with FDA and our internal recall procedure that we chose to file this MDR with FDA. On 10/15/2016 (leadcare ii) once root cause was found leadcare ii was investigated and found to have the same problem but the lesser impact. Description of problem: internal studies have shown that the leadcare ii is also affected by the below mentioned "incubation effect" as exhibited and previously submitted for the leadcare ultra in medwatch report 218996-2015-00001. (B)(4) has recently determined the root cause of the issue with the leadcare ultra blood results being underestimated, as compared to the gfaas, to be the curing agent found in the rubber caps used in venous blood collection tubes. This issue was previously filed with medwatch report# 218996-2015-00001. To date, there have been no customer reports of this issue from leadcare ii users. Some venous blood collection tubes, including becton dickinson (bd) k2-edta vacutainer tubes, may introduce a substance into the blood sample that could cause an underestimation of the blood lead result. This substance is believed to be a sulfur-containing curing agent used in the manufacture of the rubber stopper. In cases of prolonged exposure to the cap (tube placed on a rocker or stored upside down for several hours), the substance can leach into the blood sample. When the blood sample is mixed with treatment reagent and analyzed immediately, the substance can suppress the lead response. (B)(4) did not observe this during the clinical studies prior to product release. It is assumed that there have been changes to the cap manufacturing process due to rohs, reach and other requirements, and that these changes may have led to the phenomenon that is the subject of this report. On identifying the root cause (B)(4) realized that a very small proportion of our leadcare ii customers (approx. 600 out of 7500 or 8%) may also be using venous blood collection tubes and transporting samples prior to testing for lead. Internal testing found evidence of a lesser effect on the leadcare ii. While not as long acting as observed for the leadcare ultra, it takes a minimum of a 4 hour room temperature incubation of blood/treatment reagent mixture to completely mitigate the underestimation of lead by leadcare ii. (B)(4) has no control over the blood collection tube manufacturer's process and the amount of the substance leaching into the sample varies, depending on the amount in the cap, and also the amount of time the blood touches the cap varies depending on workflow. Therefore (B)(4) has decided that all clinical customers must be contacted out of an abundance of caution, as we work on a mitigation that doesn't affect their workflow. Please note: capillary tubes and fingers sticks do not exhibit this phenomenon as there are no rubber stoppers to contact the blood and leach the interfering substance. The difference between the leadcare ii and the leadcare ultra is two fold. The leadcare ii uses fresh, non-anticoagulated whole blood and treatment reagent of 0.34m hci. Leadcare ultra can use heparin or edta anticoagulated blood that has been stored up to 3 days, and the reagent contains 0.34m hci plus carbon. The carbon slows down the reaction with the interferent and therefore takes longer for the lead results to come up to the appropriate levels, i.e., equivalent to the reference gfaas. The total hazard/risk score was calculated to a 6 which is low, recall level iii. Based on this level of risk and in compliance with (B)(4) adverse events procedure and FDA 820.30, (B)(4) is amending this medwatch with FDA. In (B)(4) investigational studies it was determined that by allowing the blood-treatment reagent mixture to sit (a process we have termed "incubation"), for a minimum of 4 hours prior to analysis mitigates this problem. This reduces the total hazard/risk score back to a 1. A customer letter has been issued to inform our clinical customer base of this issue. We have incorporated a faxback sheet to track the notification of customers. In addition we will modify the labeling for the leadcare ii so future customers will be informed. Dates of events - based on data collected by (B)(4), from carefully controlled time course studies, a customer letter was issued on 11/04/2016 to all (B)(4) of leadcare ii customers to recommend that if a sample is collected in a blood collection tube and transported, they incubate the sample in treatment reagent for a minimum of 4 hours at room temperature. This letter was issued with a "faxback" form and will be tracked in product support.